Event description:
It was reported that patient presented in clinic after receiving an alert for high, out of range high voltage lead impedance. Isometrics testing were performed and no further issues were seen. The lead will be monitored.